Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, the patient was reported to have undergone cardiac catheterization which was reported to reveal ejection fraction of 60% with left ventricular end diastolic pressure of 27 and 99% severe in-stent restenosis of the ramus intermedius. The patient underwent percutaneous transluminal coronary angioplasty stenting of the ramus, kissing balloons of the ramus and the circumflex and kissing balloons of the ramus and left anterior descending artery. On (B)(6) 2011, the patients electrocardiogram was reported to reveal sinus bradycardia and left ventricular hypertrophy. The adverse patient effect was considered to be related to the study device. On (B)(6) 2011, the patient was discharged. The event of cardiac chest pain, unstable angina was considered an event that required initial or prolonged hospitalization. On (B)(6) 2011, it was reported that the patient presented to the emergency room with complaints of chest pain in the substernal area, anterior chest wall. The patients pain was reported to be resolved with two sprays of nitro. The patient was also on a nitroglycerine drip. Though requested, no additional information was provided. There was no reported product deficiency. Angina and restenosis are known adverse patient events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. (B)(4).

Event description:
It was reported via trial that on (B)(6) 2011 the patient had unstable angina and peripheral vascular disease and underwent the index procedure with the deployment of two promus drug-eluting stents to the ramus intermedius artery and proximal circumflex artery. Residual stenosis was 0% with timi 3 flow. On (B)(6) 2011, at the start of the study the patient received the study medication clopidogrel dose 75.0 mg and was started on aspirin dose 325.0 mg. On (B)(6) 2011, the patient was discharged from the index hospitalization. On (B)(6) 2011, the patient presented and was diagnosed with cardiac chest pain-unstable angina. The patient's cardiac enzymes were reported to reveal that ckmb was 4.0ng/ml (reference range 0.0 - 6.7ng/ml) and troponin t was less than 0.010ng/ml (normal range 0.000 - 0.100ng/ml). The patient's electrocardiogram was reported to reveal normal sinus rhythm, left ventricular hypertrophy with repolarization abnormality.